Event description:
Event description guidant received information that this implantable left ventricular lead dislodged. This dislodgement manifested itself through chest and muscle stimulation. The information suggests that this lead will be evaluated at a later date.